Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, the band did not launch when the device was fired. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed that the teeth were damaged. The ligator housing was returned with one band still attached, which was also found to be damaged. Additionally, two bands were returned separately without the ligator housing, and both were broken. Furthermore, the handle showed no evidence that the trip wire had been properly secured to the post or that the slack had been taken up. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks observed on the ligator housing teeth suggest that excessive force may have been applied during use, potentially causing the damage. Alternatively, the damage could be attributed to the technique used by the physician when introducing the device into the patient, which may have compromised the teeth and affected the handle's functionality during band deployment. It was observed that the bands did not deploy properly, likely due to one band being damaged. Additionally, two bands were returned without the ligator housing and were found broken. These deployment issues may be related to the physician's technique or the way the device was handled during band deployment using the handle. It is also possible that the device's positioning or anatomical tortuosity during the procedure affected the handle's functionality. Furthermore, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have been displaced due to procedural movement, preventing proper band deployment. The manner in which the bands were deployed and the damage observed on the teeth may have contributed to the condition of the returned bands, one of which was broken. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, the band did not launch when the device was fired. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.